Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed that the whole lead was returned and cut/cuts in the outer insulation were identified, likely due to explant damage. The helix was retracted and there was dried blood/tissue within the helix housing. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that a few days after this right ventricular (rv) lead was implanted, a perforation was noted and confirmed with an echocardiogram. According to the information provided, this lead was allegedly involved in the perforation. Surgery was performed and the lead was successfully explanted and replaced with another one of the same model. No additional adverse patient effects were reported.